Manufacturer narrative:
(B)(4): eval method: device history could not be reviewed as no serial number was provided. Results: no product was returned. Conclusion: cause of event cannot be determined. Analysis: no product was returned. Conclusion: the DHR could not be reviewed as no serial number for the valve was provided. Without the return of the product, no definitive conclusion can be made regarding the clinical observation.

Event description:
Medtronic received info that this bioprosthetic valve, implanted almost 3 months, was exhibiting aortic regurgitation. It was reported that the pt also had ablation performed and a mitral valve repair with a 29 edwards cosgrove ring during the initial surgery. At re-operation, the preoperative tee with the pt anesthetized showed a large mitral jet which appeared to originate from the p1-p2 area. Tabs from the aortic valve were exactly at 120 degrees; however, there appeared to be a paravalvular leak at the non-coronary annulus. The mitral valve was exposed first through a trans-septal incision and the p1-p2 area of the mitral ring was reinforced with several pledgeted sutures. The aortic valve was then exposed and examined. The valve had been previously implanted using a running technique and the non-coronary side suture line appeared loose. This was reinforced with four pledgeted mattress sutures with the pledgets positioned sub-annular. The pt came off bypass and tee was performed, showing that the mitral valve still had approx the same amount of leak. The aortic valve paravalvular leak was much improved, rated by anesthesiologist as "mild". The pt was placed back on bypass, the aorta was opened again and a running suture along the site of the previously described repair was placed. After the cross-clamp was removed, the tee revealed that no leak was present. There were no adverse pt affects reported. The surgeon stated that there was "absolutely nothing wrong with the valve and it was functioning normally".